Manufacturer narrative:
This report is submitted on october 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient sustained a head trauma and subsequently experienced a performance decrement resulting in the loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is filed on june 14, 2019.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018, the patient was re-implanted with a new device during the same surgery. This report is filed on december 03, 2018.